Event description:
Ff/emt's responded to a pt described as down and "cool to the touch." The device was connected to the pt and, according to the rptr, the device displayed a "monitor" message on the screen and would not analyze the pt's rhythm. An als crew arrived with a manual defibrillator/monitor and observed the pt's rhythm to be asystole. The pt was not resuscitated. The rpt indicated the reported malfunction did not cause or contribute to the death of the pt. The rptr based their opinion on the attending paramedic's assessment of the pt's viability.